Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported " blood in the iab driveline tubing on a 30cc iab product. They said that the blood appeared yesterday with no alarms on the pump. They changed the driveline and blood is present in the new driveline. The patient is on ECMO/iabp support with pressures in the mid 50's with good augmentation on 1:2 support". Additional information received states the patient is "doing well".

Manufacturer narrative:
(B)(4).

Event description:
It was reported " blood in the iab driveline tubing on a 30cc iab product. They said that the blood appeared yesterday with no alarms on the pump. They changed the driveline and blood is present in the new driveline. The patient is on ECMO/iabp support with pressures in the mid 50's with good augmentation on 1:2 support". Additional information received states the patient is "doing well".